Event description:
It was reported that the user attempted to make a meal announcement on the ilet and received an unable to proceed alert, then an occlusion alert on a cd23 infusion set, which resolved only after a supply change. Symptoms included no reported adverse clinical effects. Outcomes included user inconvenience and interruption to therapy until the supply change was completed. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed an infusion set occlusion that did not clear with a device restart. It was concluded that, based on previously established findings for similar reports, the occlusion was attributable to the infusion set and was resolved by replacing supplies.